Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that on february 28 at 1830, the nurse gave 2g of magnesium sulphate, which should have infused over 2 hours (the pump was programmed to run at 30ml/h to infuse 60ml). However, at 1900 it was discovered the secondary med was already completed. It was also reported that on march 1 around 0100, the night rn gave 20mmol potassium chloride via same channel on IV pump and it was noted that the secondary med was infusing very rapidly despite programming it to infuse over 1 hour. The pump module was turned off and another pump module was use to infuse the rest of the secondary med. There was patient involvement but no harm.

Event description:
It was reported that on february 28 at 1830, the nurse gave 2g of magnesium sulphate, which should have infused over 2 hours (the pump was programmed to run at 30ml/h to infuse 60ml). However, at 1900 it was discovered the secondary med was already completed. It was also reported that on march 1 around 0100, the night rn gave 20mmol potassium chloride via same channel on IV pump and it was noted that the secondary med was infusing very rapidly despite programming it to infuse over 1 hour. The pump module was turned off and another pump module was use to infuse the rest of the secondary med. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.